Event description:
Called to whirlpool room at 1555. Resident lying on floor, supine with whirlpool chair partially underneath them. Two nurse aides were in attendance. Nurse aides reported after successfully completing the whirlpool, the whirlppol chair was successfully engaged on whirlpool carriage. Nurse aides began to roll the whirlpool chair with the resident in it away from the whirlpool tub. The resident stated pt was sliding forward. Nurse aides went to either side of the resident and proceeded to roll the chair to a grab bar so resident could stand. Nurse aides then stated the whirlpool chair began to slide back rapidly off the carriage with resident still seated. The resident then falls to floor supine partially still in chair with crown of head touching the wall of whirlpool. The resident is alert and had positive rom all extremities. Charge nurse notifies physician of incident. Orders from physician to monitor neuro status and vital signs and call with any changes. Vital signs stable at this time. Placed in bed.